Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reported the lower aligners have a different edge than they were before and they are cutting and hurting their gums. The lower aligner does not fit all the way. Provided fit tips and for the patient to see if next step aligners fit the same. Provided information on blanching.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.